Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs)at medtronic's quality laboratory, visual analysis showed the handle of the dcs was not intact. The device was received with the capsule partially open. The tip-retrieval mechanism appeared intact. A void was observed along the proximal end of the capsule. At this point the deployment knobs were separated by the medtronic analysis technician. One of the tabs was observed to be detached from the male deployment knob component. The tab was still with the device. Procedural images were submitted to medtronic for review. Imaging showed a balloon angiogram was performed in a calcified aorta. The valve load was checked via fluoroscopic inspection and showed a good load. Images showed the first valve at 1/3 deployment and the pigtail catheter sitting in the right coronary cusp. Fluoroscopic images of the second valve load inspection showed a misload; one of the paddles was out of the pocket and the capsule was showing a banana shape as a result of misload. A second fluoroscopic image of the valve showed a good load. Imaging showed the second valve was deployed in a good position and revealed mild paravalvular leak. The final procedural cine submitted showed the capsule was remarried properly after deployment. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment handle separated during deployment. Procedural images were submitted to medtronic for review. Angiographic records showed a good valve load from the start of the case, and a good result after the second valve was implanted. There were no cines showing the recaptures and the over driving of the dcs during the loading or delivery of the valve system. There were no additional cines submitted to support the reasons for the separation of the blue handle. The dcs was returned to medtronic for analysis with the handle not intact, confirming the reported event. One of the tab on the deployment know was observed to be detached. A void was observed on the capsule, which indicates delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (d cs), the blue deployment handle broke into two parts at one-third deployment of the valve. Both shells came off the dcs and needed to be held together to recapture the valve and remove the system without injury to the patient. It was reported that the handle was over-driven during loading to close the capsule. Additionally, both deployment knob tabs were initially intact, and one tab broke during the deployment. No adverse patient effects were reported.